Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the report information there was not a device malfunction. This is procedure related event.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil tail came out in the parent vessel during removal of the microcatheter. It was reported that this coil was deployed and detached. No further information was provided. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.